Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During evaluation the device gave an error alarm with the message "error 1872". The issue was determined to have been caused due to an intermittent connection between the motor and wire to main board. The cause of this connection issue was not definitely established.

Event description:
It was reported that the device gave an error alarm showing "error 1872". No known adverse effects to patient.